Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the retainer legs of the anvil were bent or damaged as a result of rough handling. Microscopic inspection of the knife noted staple divots. It was reported that the anvil did not easily attach to the stapler. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, a purse string suturing on the anvil was performed, the intestinal tract was returned in the abdominal cavity, and the connection to the stapler was tried, but the anvil could not attached to the stapler no matter how many times it was performed. A new device was used, and the purse string suturing was performed on a new anvil again to complete the case. The anastomosis was completed. There was no patient injury.